Event description:
It was reported that interrogation of the pulse generator failed and the device suddenly went into backup vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator was in backup vvi operation due to multiple bits flipped in the product code. When the product code was downloaded, normal function ensued.